Manufacturer narrative:
Approximate age of device ¿ 7 months 17 days. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department with complaints of having an at home fever of 103. The patient felt ill the previous evening with feeling cold, chills, and body aches. The patient was hospitalized for major infection and the infection was determined to be bacteremia with (B)(6), likely due to driveline infection. The patient was initially given parenteral antibiotics and then transferred to oral antibiotics once the culture showed no growth.

Manufacturer narrative:
The UDI was not initially reported, and no reason was provided in the initial report. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document:(B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction#: 86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented to the clinic on (B)(6) 2019 with evidence of serious drainage from the driveline. Blood cultures were drawn and grew gram-positive cocci in clusters. The patient was hospitalized and on parenteral antibiotics. Methicillin-susceptible staphylococcus aureus (mssa) was reported.